Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, following reprogramming of this cardiac resynchronization therapy defibrillator (crt-d) several months ago, shock lead impedance measurements began rising gradually. Boston scientific technical services (ts) mentioned that the increasing impedances may have plateaued a few months ago. Thresholds have also increased. Ts discussed that the lead would need to be assessed if the impedance reached 140 ohms and intervention should be considered as the patient is pacemaker dependent. A commanded 41j shock was delivered and impedance was within normal range. Asystole occurred for three seconds prior to shock delivery, ts discussed that this is normal device function. The field representative reported that the lead would continue to be monitored. No additional adverse patient effects were reported.